Event description:
It was reported that customer experienced repeated malfunction alarms identified as malf 1 on pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a pump replacement, confirmed shipping details, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using provided pre-paid label within 10 days.